Manufacturer narrative:
B5 - lens repositioned on (B)(6) 2021 but did not resolve the problem lens was explanted on (B)(6) 2023 and replaced on the same day in a different surgery with a longer length lens. Problem was resolved. Patient happy, good vision. Claim# (B)(4).

Manufacturer narrative:
D4: expiration date: 31-jul-2025 should be added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
B1 :corrected to product problem (e.g., defects/malfunctions) in initial MDR. B2: required intervention to prevent impairment/damage (devices) should be removed from the initial MDR b5 - corrected to: "the reporter indicated that a 12.6 vticm5_12.6 of diopter -9.50/2.5/077 (sphere/cylinder/axis) implantable collamer lens that was implanted into the patient's left eye (os) on (B)(6) 2021. Low vault was observed. An exchange is planned, and the cause of the event is unknown." In the initial MDR. D4 :model# vticm5 12.6 should be added to the initial MDR. D4 :serial # (B)(6) should be added to the initial MDR. D4 :expiration date: 30-nov-2023 should be added to the initial MDR. D6a :implant date (B)(6) 2021 should be added to the initial MDR. . H4 : device manufacture date: 24-dec-2020 should be added to the initial MDR. H6 :investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens with a -9.5/2.5/117 (sphere/cylinder/axis) into the patient's left eye (os). Low vault was observed. An exchange is planned, and the cause of the event is unknown.